Manufacturer narrative:
No devices were returned for analysis, however x-rays showing device orientation were evaluated.

Event description:
It was reported that revision surgery was performed due to pain.